Event description:
The customer reported that the patient sat on the IV set during normal saline infusion which disconnected the pump module from the pcu and that caused the silicone segment to separate from the upper fitment.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a separated IV set was confirmed. Visual inspection noted the set was separated at the engagement between the upper fitment and the silicone pump segment. Though the retainer ring from the top end of the segment was not received, it was noted that there was an area of indentation around the top end, consistent with the presence of a retainer ring. Functional testing was not performed due to the obvious damage. The root cause of separation of the silicone segment from the upper fitment is identified as being extreme patient movement. Per the customer¿s report, the patient sat on the IV set during infusion, which put excess tension on the silicone segment.